Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The unit was exposed to simulated heart load conditions to test the pacing and sensing functions. Measurements specific to the right ventricular pace sense, battery usage and backup pacing, were outside of normal limits, indicating a functional anomaly. A high power visual inspection of the internal circuitry identified foreign material in contact with the internal capacitors. Detailed analysis revealed that the foreign material was causing a high current drain, resulting in the clinical observations. The foreign material was tested and confirmed to be from the manufacturing process. The observation/behavior has been reported to our engineering and manufacturing departments. Boston scientific will continue to monitor field observations for similar reports.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead were exhibiting a low pacing impedance measurement of less than 200 ohms. Loss of capture (loc) and some oversensed noise were also observed on the rv channel. The pacemaker, which was recently implanted, appeared to be prematurely depleting as well as its battery status displayed only a year left of remaining longevity. Surgical intervention was performed and the rv lead was tested with a pacing system analyzed where no pacing impedance anomaly was observed and loc didn¿t occur until thresholds had reached 9 volts. The rv lead and pacemaker were successfully explanted and replaced. No additional adverse patient effects were reported.